Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) procedure. The suture of the first prostyle device was successfully pre-placed. Reportedly, when the foot plate of the second prostyle device was collapsed and the device was retracted from the vessel, it was noted that the suture was stuck to the device and pulled out. The footplate was noted to be broken but was still held together with the suture and the other part of the foot. No resistance was noted during advancement of the prostyle device into the anatomy. Slight resistance was noted when the lever was returned to its original position to retract the foot and during removal of the prostyle device from the anatomy. The suture of a third prostyle device was successfully pre-placed. The sheath was upsized to greater than 10f and the tavi procedure was completed. Hemostasis was achieved with the pre-placed sutures of the first and third prostyle devices. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported difficulty closing the foot was not confirmed as the foot deployment and retraction functioned as expected. The reported difficulty removing the device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. The reported suture malposition ¿suture was stuck to the device and pulled out¿ was confirmed based on the returned device condition. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. It is likely that the foot was caught on the suture and/ or tissue and contributed to the reported difficulty closing the foot. These interactions then contributed to difficulty removing the device from the anatomy such that the suture was pulled out with the device and remained in the suture bearing. The reported subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 correction: medical device problem code 1069 removed.

Event description:
Subsequent to the initially filed report, the following information was received: there was no foot break. The reported broken footplate held together with the suture and other part of the foot was referring to biological material found on the knot. No additional information was provided.